Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 1995 and system diagnostic results revealed high impedance with dcdc code 7. The device was tested again on (B)(6) 1995 and system diagnostics returned impedance results within normal levels. Review of the available programming and diagnostics history showed normal diagnostics results through (B)(6) 1995. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently reported about a suspect device not released on the us market.

Event description:
The suspect device was not released in the united states at the time of the event.